Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the patient experience a hypoglycemic event after obtaining occlusion alarms on her pump. Prior to the reported event (at 3:30pm), the patient's bg was 101 mg/dl. Later the same day (around 5:30pm), the patient made 2 attempts to deliver her bolus insulin to cover her dinner but instead obtained occlusion alarms in the middle of delivering her bolus insulin. The occlusion alarms were still occurring even though the patient was able to successfully prime the pump and after the infusion site was changed. About 6:20 pm, her mom called 911 because the patient was feeling confused and was sweating. The patient admitted she did not check her bg even though she was feeling "low" and that she had not eaten dinner yet because she was trying to troubleshoot the occlusion alarms. When the paramedics arrived, the patient's bg was 86 mg/dl because the patient ate her dinner before the paramedics arrived. Troubleshooting revealed that the patient had taken a black o-ring that came from her old cartridge and inserted it back into the cartridge compartment because she thought that was where it went. The black o-ring was removed and the patient was able to successfully complete the priming process. The animas customer service representative reviewed proper techniques in regards to filling the cartridges. There was no indication that the pump malfunctioned; instead, there was use error that contributed to the occlusion alarms. Occlusion alarms may cause under delivery of insulin, which can lead to hyperglycemia; however, this complaint is still being reported because the patient did not eat her dinner to cover the "carbohydrate" bolus as a result of having to troubleshoot the occlusion alarms.